Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had multiple episodes for ventricular tachycardia (vt) prior and post impella cp insertion. Once the cp was inserted mean arterial pressures were stable during persistent vt. Anti arrhythmic were administered to control vt and subsided once drugs were administered and circulated. It was further reported that when the patient was transferred to another facility, the patient arrived bleeding from the right groin. Femstop was placed and heparin was held. It was further reported that during explant of the impella cp that the patient had no pedal pulses in the right leg. A right thrombectomy and patch performed successfully. Ultimately, the patient care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿